Manufacturer narrative:
D10 concomitant product: smbttovlx, spacemaker* pro access and dissector sys (lot#:p4h08725) smbttovlx, spacemaker* pro access and dissector sys (lot#:p4h08725) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tepp), after a working space was created between the abdominal muscles and the peritoneum, three fixation balloons at the trocar tip were found ruptured with a hole and failed to inflate properly due to leakage. To complete the operation, the defective trocar was replaced with an alternative balloon-tip trocar from another manufacturer to stabilize the space and avoid gas leakage. There was rapid loss of abdominal pressure due to the device issue. There was no patient injury.